Event description:
It was reported that during insertion into the patient's left eye, the haptic bent. The incision had to be enlarged to remove the lens. The surgeon implanted a new lens same model and diopter. The current patient prognosis is very good. The lens that was used during this event is reported under 1119279-2014-00054.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.